Event description:
It was reported that during implant attempt, the coils on both leads unravelled. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor fracture (overstress); full lead, stylet bent. No anomalies found; full lead, defib conductor distorted.